Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06266. It was reported the patient was going to have her ipg pocket relocated due to pain when she sat down. The patient underwent revision surgery on (B)(6) 2013. During the procedure, it was discovered the lead site was infected. The entire system was removed and the patient was treated with oral antibiotics. Follow up information identified the patient is doing well.